Manufacturer narrative:
Insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that he accidently fell into a pool. Customer's blood glucose reading at the time of the call was 395 mg/dl and has treated with injections. No further information reported.